Manufacturer narrative:
Correction to UDI now provided. Additional information: a medtronic representative went to the site to test the equipment. Testing found a weak signal between the image acquisition system (ias) computer and system control board. Replaced the ias computer and the cable and tested system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis. The logs were provided for analysis and showed several error messages. However, the logs did not indicate that the battery power was low and forced a shutdown. The logs were not designed to indicate if the user requested a shutdown or the firmware lost communications with the ias application and forced a shutdown. It was not clear what caused the firmware to force a shutdown. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the system shut down on its own while moving it into a room. The site was able to restart the system which resolved the issue. No patient was present during the time of the reported incident.